Event description:
It was reported that the patient passed away due to right ventricular failure.

Manufacturer narrative:
This MDR is part of abbott's patient outcome update project. Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) , and the reported right heart failure and patient outcome could not be conclusively determined through this evaluation. An autopsy was not performed, and the device was not explanted for evaluation. The customer communicated that no additional information will be provided. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.